Manufacturer narrative:
The device was received and evaluated by an equipment service center technician. The technician identified that the device was powering down due to a malfunctioning video card. While the reported problem was verified and hardware malfunction was confirmed, due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and they would need to replace the device. The reported failure was due to a faulty fan on the video card.

Event description:
The customer reported that while in use, the xhibit central station would intermittently power itself down. There was no patient or user harm associated with this event.